Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and the air-water-tube had foreign objects. Based on the results of the investigation, and since the customer reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The image noise occurred due to corrosion on the plug unit and the cable unit. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. The root cause of the foreign objects found was likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image fault -no image during installation of an olympus gastrointestinal videoscope. There was no patient injury reported.